Event description:
Patient presented back to the physician requesting removal of the stimulation lead. Physician brought the patient into the operating room and removed the stimulation lead.

Event description:
Patient presented to the physician with pain. Physician brought the patient into the or and removed the ipg and sense lead.